Event description:
Medtronic received information from a literature article regarding changes of right ventricular function after transcatheter aortic valve replacement (tavr) and its association with patient outcomes. All data was collected from a single center between january 2015 and september 2018. The study population included 188 patients (predominantly male, median age (B)(6) years). Patients were implanted with one of the following valve types: edwards sapien s3 (n = 160), medtronic evolut r (n = 23), or undisclosed (n = 5). No unique device identifier numbers were provided. Among all 188 patients, 36 deaths occurred within three years after tavr. No statement was made suggesting a causal or contributory relationship between evolut r and the deaths. Among all 188 patients, procedural and post-procedural adverse events included: new permanent pacemaker or implantable cardioverter defibrillator implantation; paravalvular aortic regurgitation (any at all, mild, or moderate); new or persistent right ventricular dysfunction; and heart failure symptoms. Evolut r may have been associated with these adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: poch f, et al. Changes of right ventricular function after transcatheter aortic valve replacement and association with outcomes. J card fail. 2021 dec;27(12):1337-1344. Doi: 10.1016/j.cardfail.2021.03.007. Epub 2021 apr 8. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.